Manufacturer narrative:
H3: pending investigation. D10: (B)(6) - 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) - 315-35-00 - glnd kwire. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit (B)(6) - 320-20-18 - eq rev. Compress screw lck cap kit, 4.5 x 18mm. (B)(6) - 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 20-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) - 320-31-36 - glenosphere, 36mm. (B)(6) - 320-35-01 - small glenoid plate. (B)(6) - 320-36-00 - 36mm humeral liner +0 unconstrained. (B)(6) - 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
As reported, the 77 year old female patient had an initial right tsa on (B)(6) 2023. The patient underwent a previous revision on (B)(6) 2024 (reported under 1038671-2024-00468). The patient was revised again on (B)(6) 2024 due to recurrent dislocation - assuming the second dislocation was traumatic. The stem, adapter tray, liner and glenosphere were exchanged. The glenosphere and liner were increased to 40mm and the tray was exchanged to +10 with a hope to improve the stability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
After further review of additional information received. (H3): the cause of the patient¿s dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device, such as device size selection /procedure and soft tissue health and/r strength. It is a well-known device specific risk of subluxation, or dislocation. It is a known complication that a patient¿s age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. There is no report of device malfunction or wear. These devices are used for treatment not diagnosis.